Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic unknown surgery, the clips fell off from the tissue after firing. The same event happened with 2 devices in a row. The doctor pointed out that the clips might not be clipped properly. Another device was used to complete the case. There were no adverse consequences to the patient.